Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring urinary incontinence. The existing aus device was explanted and replaced with a new aus consisting of a tandem cuff.